Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were reproduced while running a loaded set. The alarms were also confirmed during a review of the event history log. Eval found the upstream sensor was failing. The upstream sensor tail pins were checked for continuity with failing results. The upstream sensor was replaced.